Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 387 mg/dl and an increasing trend after eating approximately two hours earlier, and the user was unsure whether the infusion set had been placed correctly; troubleshooting and education were provided, and a full supply change was advised but deferred until assistance was available. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education without escalation of care. Investigation included complaint intake and user troubleshooting guidance. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential contribution from infusion set or supply placement issues that could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.